Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a digital subtraction angiography (dsa) was performed following removal of the delivery catheter system (dcs). Blood flow was confirmed to be "slow flow". An embolis in the proximal portion of the popliteal artery was reported. The dcs access site was a puncture access. A femoral cutdown was performed and a thrombectomy was performed on the thrombus, which was the cause of the emboli. The physician had commented that it was possible that the thrombi in question was scattered to the periphery with the dcs. It was also possible that the pre-existing "mural thrombus" in the descending aorta had "flown". A cerebral infarction with left sided paralysis was also reported. Treatment for the cerebral infarction was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 07-jun-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was implanted into the native annulus. Heparin was administered during the procedure. The patient's act (activated clotting time) level was monitored every 60 minutes and was at just under 300 throughout the procedure. At the time the thrombus was noted, the act level was just over 250. The procedure lasted 4 hours. The physician had concern over thrombus prior to the implant procedure. In the physician's opinion, the valve may have flown aortic arch plaque and contributed to the cerebral infarction. It was possible the thrombus contributed to the infarction. The stroke symptoms presented a few hours after the procedure. The patient could not move their left hand as a result to the stroke. There was no treatment for the cerebral infarction. Per the physician, the valve and delivery catheter system (dcs) contributed to the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that in the physicians opinion, a calcified part of the valve or a plaque may have come in contact with the device and came off and moved/migrated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.